Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One q-syte connector from lot #5062596 was provided for investigation. A functional test revealed a leak from the q-syte connector. After disassembling the connector, the bottom disc of the septum was noted to be damaged, which was likely a contributing factor of the reported issue. Due to the inaccessibility of the bottom disc during use, the damage was likely caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown leaked. The nurse performed intravenous infusion. Before use, she inspected the product's outer packaging to ensure it was intact and undamaged, and verified it was within the expiration date. After connecting and opening the infusion line, the intravenous infusion commenced. Shortly thereafter, leakage was detected. Upon careful examination, a fine crack was discovered in the main body of the connector.